Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed pump was not working and alarmed compromised force sensor system. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. The insulin was "squirting out" during the manual prime process. The drive support cap appears normal (recessed). The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and compromised force sensor system, excessive no delivery test or verify compromised force sensor system alarm due to broken and detached end cap noted.